Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device and non-boston scientific leads exhibited pacing inhibition and noise being over-sensed by the device, on the right ventricular (rv) channel. The physician reprogrammed the device, decreasing the sensitivity on the right ventricular (rv) lead channel. The device remains in service. No adverse patient effects were reported.